Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis. Visual examination confirmed the reported driveshaft fracture. The oad was fractured at the distal edge of the crown, and the distal fragment was not returned to csi for analysis. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint remains undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was used for treatment of type a lesions in the proximal and distal superficial femoral artery (sfa) and popliteal artery via femoral access. The vessel diameter in the sfa was 6mm, and the diameter in the popliteal was 5mm. Following high speed treatment in the sfa, one treatment on low speed in the popliteal was performed. The driveshaft fractured. A snare was used to remove the fragment. The procedure was completed successfully, and the patient was stable.